Manufacturer narrative:
The device, which is used for treatment, remains implanted and therefore is not available for analysis. Log files confirmed "sys_front_phase_b_open." The day after the electrical fault alarm the driveline cleaning procedure was performed at the hospital. The cleaning procedure involved two pump stops for approximately one minute per cycle. The cleaning procedure solved the problem. Additionally it was reported that during the implant procedure the surgeon was re-educated to change gloves before connection of the driveline. The instructions for use outlines the steps for driveline placement which includes placement of the driveline cap on the tunneling rod tip and a statement that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The driveline cap should not be removed until it is time to connect the driveline to the controller, ensure to protect the connector from contamination during this time. It further outlines that prior to removing the driveline cap, put on clean dry gloves. Verify that the connector is dry and clean before attaching to the controller. If the driveline connector contains any fluid, tissue or foreign material, thoroughly clean it with isopropyl alcohol and dry it with a clean cloth.

Event description:
Fifteen days post implantation an electrical fault alarm was reported with no effect on the patient. The site indicated no action would be taken pending log file analysis. Based on the log analysis, a driveline cleaning procedure was performed the next day.

Manufacturer narrative:
The device is used for treatment not diagnosis. It was reported that an electrical fault alarm occurred with no effect on the patient. Based on the log analysis, a driveline cleaning procedure was performed the next day. The site performed a cleaning procedure to remove the contamination from the driveline connector. The device (B)(4) was not returned to the manufacturer for evaluation because it remains implanted on the patient. The field service engineer confirmed the presence of a foreign material in the driveline connector and performed a cleaning procedure. The 'electrical faults' alarms were confirmed via review of the controller log files, which revealed electrical fault alarms on the date of the reported event. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported foreign material is due to ingress of contaminants during clinical processes and subsequent handling of the driveline. No harm or injury was reported for this patient as consequence of the reported event or the cleaning procedure. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.